Event description:
The patient contacted lifescan alleging that their one touch profile meter was prompting the "retest" message. According to the owner's manual,this would indicate that the last test failed after the countdown started. The medical affairs specialist mailed a letter since the patient could not be reached. The patient reported that they went to the hospital and was administered insulin intravenously and by injection. No blood glucose result were specified. The patient was unable to recall what actions they took following the attempted use of the meter and prior to visiting the hospital. The patient did not allege harm. There is insufficient information to suggest that the patient experienced injury and medical intervention due to the meter. It would have been helpful to know if the patient experienced symptoms during the time of concern, when they attempted to test in relation to their medication regimen, and results obtained the hospital. The meter, test strips, and control solution were replaced.